Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode, subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This product was returned, and analysis is underway. A final report will be issued upon completion of laboratory analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode, subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Communication to the device could not be established, but it was confirmed there was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined.